Event description:
The customer reported that the device would unexpectedly shutdown.

Manufacturer narrative:
The unit was evaluated at philips and the symptom was verified. The internal data card was replaced which resolved the reported issue.